Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
End user states that the chair is surging while he is driving it.